Manufacturer narrative:
(B)(4) date sent to the FDA: 02/22/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a sleeve gastrectomy laparoscopic procedure on (B)(6) 2016 and suture was used. During the procedure, the needle broke at two third of the curvature, when closing the wall of the patient. A fluoroscopy was used to locate and recover the needle. The needle piece was located in the abdominal muscle wall. It was also reported that the initial incision was enlarged to retrieve the broken piece. The doctor opined that the needle fragility is the contributing factor as it broke at the first pass.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation and the concerned needle shows a fracture in the area one-third of the distance from the attachment end. We received the broken attachment end which is still attached with the thread. The other needle piece is not present. During visual inspection under a light ¿microscope a lot of instrument marks were found at the attachment area and directly at the breaking point which indicates that the needle was handled there. The appearance of the breakage indicates that the material was overstressed during use (first bent up and then breakage). The breakpoint shows no material or manufacturing defects. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.